Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record shows conformity to the specification. The broken surface itself is homogenous, which indicates material conformity as well. The reduction forceps are not working properly. The visual investigation shows that one tip is completely broken off. The investigation was not able to determine the exact cause which led to this breakage, continuous tension during repetitive use may have led to this damage. The complaint was determined to be invalid.

Event description:
The tip of the forceps was broken off. This is 1 of 1 report for (B)(4).